Manufacturer narrative:
H10: the reported problem could not be duplicated. As a precautionary measure, the main board was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were unable to turn on the device and that the monitor freezes up and is unable to turn off or get it going again. The device was not in use on a patient.